Manufacturer narrative:
Block b3: exact date unknown, event occurred with the explant date provided by the patient prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17234384/ 17152866.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. The explanted devices were kept by the facility. No further information has been obtained despite good faith efforts.